Event description:
It was reported that the patient presented a malfunctioning inflatable penile prosthesis (ipp) that would not inflate. The device was exposed and the tubing was split. The device was removed and replaced with a new ipp. The patient had no further complications.